Event description:
Pt suffered a fall in 1992 requiring a left total hip arthroplasty. Over time he has had some decrease in range of motion in his left hip which is also painful. Also there is a slight outward rotation of the right hip and knee. Suspect a loose acetabular component which was verified at time of replacement.